Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer re-loaded cartridge to resolve the issue. It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. The customer required assistance addressing bg level with a manual insulin injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide do not expose your pump to a magnet, such as pump cases that have a magnetic clasp or common products which include magnets such as cellphones and wireless charging cases. Exposure to magnets or products with magnets may interfere with the pump motor. Damage to the motor can impact the pump's functionality." H3 other text : device not returned.